Manufacturer narrative:
The alb reagent lot number was 80031701 with an expiration date of 31-dec-2025. Calibration was last performed on 30-dec-2024 with acceptable results. Qc results were outside of the acceptable range. The field service engineer (fse) found a broken rinse tube. The fse replaced the broken tube, adjusted both reagent probes, and the water rinse level. Precision and qc results were within specification. The customer ran 2 patient samples, and the results were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for albumin bcp (alb) on a cobas 8000 cobas c 502 module. The initial result was 6.6 g/dl. The repeat result from a different c502 module was 3.6 g/dl. The repeat result was believed to be correct.